Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to confirm the pump was not connected to a power source and to press the center of the button firmly, which resolved the issue by turning the display back on. The customer acknowledged the pump was functioning as intended.